Manufacturer narrative:
Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. Infection site has been cleaned, dressed, and antibiotic ointment was used for about a week until issue was resolved. The incision site was healed and patient was doing better. No further investigation is required.

Event description:
On october 08th 2020, senseonics was made aware of an adverse event where user experienced infection at extraction site. Extraction site has been cleaned, dressed and treated with antibiotic ointment. The incision site is healed and patient was doing fine.